Manufacturer narrative:
The investigation determined the service actions resolved the issue. The issue is consistent with insufficient analyzer maintenance.

Manufacturer narrative:
The albumin reagent lot number was 77576901, with an expiration date of 31-mar-2025. The glucose reagent lot number was 73288001, with an expiration date of 31-aug-2024. The phosphorus reagent lot number was 75436701, with an expiration date of 31-dec-2024. The customer stated that controls were initially out of range, but were acceptable upon rerun. The field service engineer determined the wash pipette needed replacing. The rotor and workstation accuracy needed adjustment. The wash pipette was replaced. The analyzer rotor and workstation accuracy were adjusted. The adjustments were checked again and were acceptable. The photometer was checked and the results were passing. Precision studies passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alb2 albumin gen.2, a second patient sample tested with cobas integra glucose hk gen. 3, and two additional samples tested with phos2 (phosphorus) on a cobas integra 400 plus analyzer. No questionable results were reported outside of the laboratory. The user repeated sample testing since the initial values were abnormal, critical values. The repeat values were deemed correct. The first sample initially resulted in an albumin value of 6.65 g/dl with a data flag and it repeated as 4.63 g/dl. The second sample initially resulted in a glucose value of 0.20 mg/dl with a data flag and it repeated as 69.57 mg/dl with a data flag. The third sample initially resulted in a phosphorus value of 7.18 mg/dl with a data flag on 09-may-2024 and it repeated as 3.37 mg/dl. The fourth sample initially resulted in a phosphorus value of 6.58 mg/dl with a data flag on 09-may-2024 and it repeated as 4.50 mg/dl.